Event description:
Related manufacturer report number: 2017865-2022-45497. It was reported during generator change out the pacemaker set screw had been loose and was suspected to have been the cause of previous noise episodes. The device was successfully replaced. Prior to procedure, externalized conductors were suspected on the right ventricular lead. The lead will continue to be monitored. The patient was stable and asymptomatic.